Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. The pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no motion sensor test failure alarm during testing. The pump received with normal operating currents. No unexpected bad battery alarm noted.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the pump did not have power and they believed they may have shocked the pump. The customer states the pump was not exposed to a high magnetic field. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.